Event description:
Initial report: this non-serious spontaneous case from (B) (6) was received from a consumer on 16-feb-2010, and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree- local (B) (4). This case involves a (B) (6) female patient who was injected twice with poly-l-lactic acid in 2008. No additional treatment details were provided. In (B) (6) 2009, the patient noticed some lumps on the right cheek. At the time of reporting, the lumps were visible but non-painful. Significant/relevant medical history: botulinum toxin type a (botox) in the space between the eyebrows (nos). Relevant concomitant medications: unknown. Action taken: not applicable. Corrective treatment- none. Outcome- not recovered/not resolved. A ptc (pharmaceutical technical complaint) was initiated: local ptc (B) (4); global ptc (B) (4).

Manufacturer narrative:
Important medical event.